Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a dilatation of nephrostomy procedure on (B)(6) 2012. There were no complications during the procedure. According to the complainant, during the procedure, the balloon was inserted into the patient's renal pelvis. After the balloon was inflated to 12 atmospheric pressure (atm) , they tried to advance the sheath, however they had difficulty advancing the sheath over the balloon because the balloon inflated non-uniformly. Without deflating the balloon, the physician tried the second time to advance the sheath over the balloon, but could not. The sheath was described as sticking to the balloon. The condition of the patient following the procedure was reported as good. The event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of catheter shaft kinked.

Manufacturer narrative:
(B)(4). The reported event of shaft kinked. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed that the balloon material was deflated, but not correctly wrapped. The blue sheath was partially situated on the deflated balloon material. It was noted that the single lumen shaft was kinked at three locations inside the balloon material at 15mm, 87mm and 124mm proximal to the distal tip. It was possible to inflate the balloon to its rated burst pressure (rbp) of 17 atmospheres (atm), however no issues were noted with the shape of the balloon. At this pressure it was not possible to advance the sheath over the balloon material. The pressure was decreased to 2 atm in the balloon material which then allowed the sheath to advance. The root cause classification of this investigation is operational context.